Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure got completed as planned by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed the reported issue. Review of the system log file showed the l-arm propeller was faulty, and the power was cut off when it moves. The customer restarted the system and after restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The IFU states: ¿note: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system: ¿ warm restart: use this method when you are trying to resolve a software related issue with the system. This is the standard method for restarting the system. ¿ cold restart: use this method when you are trying to resolve a hardware related issue with the system.¿ if a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that an error occurred and as a result the propeller movement was no longer possible, as the power was removed to the motor. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.